Event description:
Reported due to guide break found during device analysis. Report received from analysis of the closer s device that "the guide was broken and the sheath was severely kinked." The physician attempted an arteriotomy closure with the device after an interventional procedure. Reportedly, "the number two (2) suture broke when the knot was pushed." Closure was achieved with manual compression. It is unknown whether the pt experienced any adverse events; however, no adverse events were reported. Although requested, no additional information was provided.

Manufacturer narrative:
Inspection of the returned device did not confirm the reported complaint of a suture break. The suture was not returned. The guide was broken and the sheath was kinked distal to the crimp ring. The plunger was returned with the needles engaging both cuffs and attached to rail sutures with clean cut ends. A review of the device history record revealed the suture tensile strength testing was within specifications. All samples tested upon manufacture of this lot passed this specification. The results of the investigation did not yield any manufacturing or component defect. A formal investigation on closer s guide breaks was conducted. Corrective and preventative actions have been identified and initiated.